Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been getting up 6-7 times at night since maybe january or december.  They tried to make an adjustment, but their programmer could not find it. They got "no device found." They had tried several times. The agent worked with the patient to use their equipment, and the patient was successful to synch.  They reported therapy was off.  The patient turned their therapy back on and increased stim to a comfortable level. The agent reviewed some device education. The patient was redirected to their doctor. During the call, the patient also mentioned that the last time their equipment was used was on november 25th.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off message was determined. The most likely cause of this issue was that they couldn't find the device. Steps taken to resolve this issue were they shut off and restarted all devices. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.